Event description:
Infant radiant warmer in servo (skin temperature) control continued to heater a high set temperature alarm activated. A warmer display temperture of 44 degrees centigrade was observed. It has been indicated that the infant has been released from the hosp, without the need for medical intervention, or sustaining a serious injury relating to this event report.